Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon catheter was inserted over the guide wire without difficulty and flushed properly. But when the customer was removed, they could not aspirate the catheter or put a wire back through it. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: h6 - 'evaluation method codes (3)' removed trend analysis (4110). Unable to review trend data as product type is unknown. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # : (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon catheter was inserted over the guide wire without difficulty and flushed properly. But when the customer was removed, they could not aspirate the catheter or put a wire back through it. The balloon was replaced to continue therapy. There was no reported injury to the patient.